Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a 66-year-old female patient of asian origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30), from cartridge via a reusable pen humapen ergoll at a dose of 14 units in the morning and 7 units in the evening (bid), subcutaneously for diabetes mellitus beginning on an unknown date in 2019. On an unknown date, at the end of (B)(6) 2022 or early (B)(6) 2022, issue was found in the ergoll pen, the insulin would flow out from the needle automatically regardless of how it was placed after adjusting the dose unit, the injection button was not pressed and the injection screw did not move forward to push the medicine. It was reported that pen was stored with needle attached was considered as improper use (batch #1808d01, pc#(B)(4)). On an unknown date, while on human insulin isophane suspension therapy, she experienced that her blood glucose was not well controlled (no units and reference range provided), due to which she was hospitalized on (B)(6) 2022. At the hospital she was switched to insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25) cartridge, 22 units in the morning and 18 units in the evening (bid) , subcutaneously for diabetes mellitus from (B)(6) 2022. Her blood glucose was not well control even after switching to the insulin lispro protamine suspension therapy , she had no energy. On (B)(6) 2022 or (B)(6) 2022, she had a cold and fever due to leakage of liquid from the ergo ll she felt that medicine was not injected due to device issue. Information about further hospitalization details , corrective treatment was unknown, outcome of the events were not recovered. Human insulin isophane suspension 70%/human insulin 30% was discontinued and status of insulin lispro protamine suspension 75%/insulin lispro 25% was ongoing. Follow up not possible as consent to contact not gained with reporter and hcp complete details were also not provided by the reporter. Patient family member was the operator of humapen ergoll and his/her training status was unknown. The general model humapen ergoll duration of use and the suspect humapen ergoll duration was three years it stared on an unknown date in 2019. Action taken with the suspect device humapen ergoll was unknown and its return was expected. The reporting consumer did not associate missed dose with human insulin isophane suspension therapy and did not know if the remaining events were related to the human insulin isophane suspension therapy. The reporting consumer did not know if all the events related to the insulin lispro protamine suspension therapy. The reporting consumer did not provide an opinion of relatedness of the events to the ergo ll device. Edit 19-aug-2022: edit was performed to updated correct batch number 1808d01 in narrative. No other change were done in the case. Edit 30aug2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement (s) dated 10sep2022 in the b.5. Field. No further follow-up is planned. Evaluation summary: a patient's family reported her humapen ergo ii device leaked "regardless of how it was placed." The patient experienced abnormal blood glucose. With the guidance of a trained professional, troubleshooting was performed with the medical device (batch 1808d01, manufactured august 2018), including changing the needle, and the device primed successfully. This evaluation did not confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review did not identify any atyptical findings with respect to leaking devices, and a batch threshold review did not identify any atypical findings regarding dose accuracy issues. The total number of dose accuracy complaints received for batch 1808d01 is within the established batch threshold, and the batch is not atypical. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reported reusing needles and storing the device with a needle attached. The core instructions for use state to use a new needle for each injection, to remove the needle after every use, and to not store the pen with the needle attached. There is evidence of improper use and storage. The patient reused needles and stored the device with the needle attached. These misuses may be relevant to the complaint and may be relevant to the event of abnormal blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a 66-year-old female patient of asian origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30), from cartridge via a reusable pen humapen ergoll at a dose of 14 units in the morning and 7 units in the evening (bid), subcutaneously for diabetes mellitus beginning on an unknown date in 2019. On an unknown date, at the end of jun-2022 or early jul-2022, issue was found in the ergoll pen, the insulin would flow out from the needle automatically regardless of how it was placed after adjusting the dose unit, the injection button was not pressed and the injection screw did not move forward to push the medicine. It was reported that pen was stored with needle attached was considered as improper use (batch #1808d01, pc# (B)(4) ). On an unknown date, while on human insulin isophane suspension therapy, she experienced that her blood glucose was not well controlled (no units and reference range provided), due to which she was hospitalized on (B)(6) 2022. At the hospital she was switched to insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25) cartridge, 22 units in the morning and 18 units in the evening (bid) , subcutaneously for diabetes mellitus from (B)(6) 2022. Her blood glucose was not well control even after switching to the insulin lispro protamine suspension therapy , she had no energy. On (B)(6) 2022, she had a cold and fever due to leakage of liquid from the ergo ll she felt that medicine was not injected due to device issue. Information about further hospitalization details , corrective treatment was unknown unknown, outcome of the events were not recovered. Human insulin isophane suspension 70%/human insulin 30% was discontinued and status of insulin lispro protamine suspension 75%/insulin lispro 25% was ongoing.follow up not possible as consent to contact not gained with reporter and hcp complete details were also not provided by the reporter. Patient family member was the operator of humapen ergoll and his/her training status was unknown. The general model humapen ergoll duration of use and the suspect humapen ergoll duration was three years it stared on an unknown date in 2019. Action taken with the suspect device humapen ergoll was unknown and its return was expected. The reporting consumer did not associate missed dose with human insulin isophane suspension therapy and did not know if the remining events were related to the human insulin isophane suspension therapy. The reporting consumer did not know if all the events related to the insulin lispro protamine suspension therapy. The reporting consumer did not provide an opinion of relatedness of the events to the ergo ll device. Edit 19-aug-2022: edit was performed to updated correct batch number 1808d01 in narrative. No other change were done in the case. Edit 30aug2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 10sep2022: additional information received on 08sep2022 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information for pc (B)(4) associated with lot number 1808d01 of humapen ergo ll . Updated malfunction from unknown to no and date of manufacturer. Corresponding fields and narrative updated accordingly.